Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 3006705815-2020-30780. It was reported that during an ipg replacement (related manufacturer reference number 1627487-2020-24061) on (B)(6) 2020, the physician noticed that one of the lead had migrated. It¿s unknown if the lead was accidentally pulled out during the procedure or the lead had migrated prior to the procedure. The physician opted to replace the lead. Effective therapy was restored post operatively. It¿s unknown which lead migrated, and both are being reported.